Manufacturer narrative:
The device was returned due to high temperatures and limited power. The tip thermocouple met specifications during electrical testing and the device met specifications during temperature testing and flow rate testing. A simulated ablation test was conducted with no power or temperature anomalies noted. However, electrode 1 displayed high and variable resistance values during electrical testing due to insufficient welds between the rf cover and deformable body, consistent with the reported temperature issue and subsequent procedure delay.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ablation procedure, the procedure time was prolonged due to a temperature issue. At each ablation the temperature increased to the maximum temperature (40 degrees) and limited power to 25-30 w. Low flow was 2 ml/min and high flow 17-30 ml. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.